Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced possible intermittent atrial undersensing during atrial arrhythmias. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.